Event description:
It was reported that guidewire fracture occurred. A renegade hi flo 135/10 kit was selected for use. During the procedure, it was noted that the pre-packaged guidewire could not be advanced, and then discovered that it was fractured. The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Event description:
It was reported that guidewire fracture occurred. A renegade hi flo 135/10 kit was selected for use. During the procedure, it was noted that the pre-packaged guidewire could not be advanced, and then discovered that it was fractured. The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection of the device revealed a fractured and stretched shaft of the microcatheter and no guidewire damage. The microcatheter and guidewire were received still inside the carrier hoop with no blood. Microscope inspection of the device revealed a fractured/stretched shaft located at 4 cm to 8.5 cm from the strain relief. There was also a shaft kink located at 2.8 cm from the strain relief. No other issues were identified with the device and no patient complications were reported.